Manufacturer narrative:
Follow-up #1: date of submission 11/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2017 with the following findings: during investigation, the battery compartment was found to be cracked on the side from the threads to the pump cover. Moisture corrosion was observed inside the battery compartment and behind the display lens. A leak test was performed and a leak was identified in the battery compartment. The pump cover was removed and moisture ingress was observed on the printed circuit board and throughout the internal components. Unrelated to the original complaint, the pump was found to be unresponsive with a blank screen and without audible tone or vibration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.